Event description:
The correct product is cochlear osia osi200 implant and not cochlear osia osi200 implant.

Manufacturer narrative:
The correct product is cochlear osia osi200 implant and not cochlear osia osi200 implant this report is submitted on june 30, 2020.

Manufacturer narrative:
This report is submitted on february 4, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was hospitalised on (B)(6) 2020 and IV antibiotics were administered.